Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient that had a circular posterior tear and was concerned the laser had cut a capsule opening in the posterior capsule surface. The company field service engineer found the laser was treating at an anterior depth. The physician is uncertain what caused the event. The patient was scheduled for additional surgery the following week. Additional information received reported the patient underwent a lensectomy with a retina surgeon.

Manufacturer narrative:
The company service representative examined the system and reviewed the patient images. The phase control on the circle scan was not set properly. The company service representative instructed the customer on how to set the phase positioning and explained the importance of accurate positioning. The system was aligned and then tested. The system met all product specifications. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).